Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient experienced a blood glucose of 500mg/dl, associated with an alleged call service alarm. During troubleshooting with customer technical support, it was revealed the pump had emitted recurring call service 064 alarms. The patient stated the blood glucose excursion occurred while waiting on a replacement pump, and using an alternate form of insulin delivery. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a call service alarm issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-dec-2017 with the following findings: a review of the black box showed evidence of five call service 064 alarms with insulin deliveries never resumed. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump emitted a call service 064 alarm during the investigation. The pump cover was removed to find the motor flex was not fully seated and the motor latch was open.